Event description:
Voluntary medwatch received states that the patient had infection. The right ventricular lead was explanted. The patient experienced no consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5157789.